Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. Complaint confirmed via inspection of the unit. Unit received with the index knob not functioning properly and requiring replacement of worn components. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) moved during surgery and they believe it was the rocker arm that moved. There was no patient injury reported and delay in surgery is unknown. Additional information has been requested.